Event description:
Patient came in for a outpatient cardioversion procedure. Patient skinned was dry and intact prior to defibrillator pads application. During the cardioversion, the oxygen was turned off, however, the defibrillator pads sparked. Provider was at bedside, he removed the pads and assessed the affected area. The area had redness and brown-ish residue from the sparked defibrillator pads. Patient denied pain at the affected site. Patient was prescribed sulfadiazine cream to apply to affected area. Zoll defibrillator was also sent to biomed.